Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 10/17/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/04/2013 with the following findings: the keypad cover was found to be peeling at the ok button. During testing, the ok keypad button was found to be intermittently unresponsive; the contrast button was completely unresponsive. The up arrow and down arrow keypad buttons responded appropriately to button presses. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a crack in the battery compartment extending from the threads to the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the keypad is torn over the ok and arrow buttons. The patient also stated that the keypad buttons required multiple button presses with increased force to engage. It was noted that the reporter was unable to confirm whether the tactile changes occurred prior to the keypad cover damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.